Manufacturer narrative:
Lot #: the actual lot number was unknown as the device was discarded. Suspect lots provided: ur18f20054, ur18b22091, ur17l22035, ur18f18124, ur18f16045, ur18b21119, ur18a27027, ur17g23032, ur18d08039, ur18c31025 ur17l10055, ur18d08070, ur1803075, ur18b22055, ur18d23166. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector would not flow during a gravity infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, sixteen (16) companion samples were received for evaluation. Visual inspection on the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing (pressure test and clear passage under water) was performed and all the results were satisfactory. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.